Manufacturer narrative:
(B)(4). Single reporter exemption #e2015028. Device evaluation of the subject microcatheter could not be conducted because the device was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. It was presumed that tensile stress applied to the microcatheter exceeded the product's design limit while the tip was being trapped possibly by the severely calcified lesion. Although device investigation could not be conducted, reviewing of the production records showed no anomaly. All the shipped products were inspected in the production process for meeting the product specifications and release criteria. Therefore, it was concluded that there was no indication of product deficiency. Instructions for use states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
On july 25, 2018, the manufacturer received a copy of sus voluntary event report (report number: mw5078387) via its u.s importer. It was reported that the tip of an asahi microcatheter broke off and migrated to pda during a complex pci to treat a highly calcified lesion in the mid rca. The physician was unable to snare the separated tip and was planning on trapping the separated tip by stenting or wiring when the separated tip was still on the concomitant non-asahi guide wire and appeared inside the unspecified guide. The separated tip was inside the guide and successfully took out of the patient's body. The pci was completed with stenting pda and the mid rca. The patient was seen two weeks after the procedure for tavr with no complications.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
The microcatheter and the separated tip were returned for evaluation. Strands of the catheter shaft were found disarranged due to torsional stress. The tip was broken off at the distal end of the shaft. On the shaft surface, scratches were observed that were assumed to be made by contact with calcium. The catheter lumen was found narrowed. The separated tip was approximately 5mm long. The broken end was twisted and coned. Circumferential cracks, trace of applied tensile stress, were found adjacent to the broken end. Scratches possibly made by calcium were also observed on the tip surface. Based on the obtained information and investigation outcome, it was concluded that torsional stress exceeding the product's design limit was inadvertently applied on the caravel microcatheter while the catheter tip was being trapped possibly by the calcified lesion, causing the tip to become torn off. The damaged tip was assumed to eventually become separated by tensile stress generated during catheter removal. There was no indication of product deficiency. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulation, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damages to this microcatheter and damage the blood vessel.); and, [malfunctions and adverse effects] separation.